Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for replace battery now alarm. Customer¿s blood glucose was unknown. Customer reported that the insulin pump is alarming replace battery and the screen went blank. Customer reported that he replace the battery 3 times in the last two days. Customer reported that the battery stops working in 2-3 days when it use to last 2 weeks. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer reported that this is the second occurrence of replace battery now without a low battery warning. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing. (B)(4).